Manufacturer narrative:
This supplemental report is being submitted to provide the final results of the investigation and results of the device history record (DHR) review. Updates to sections h6. Based the results of the device evaluation it was determined that the probable cause of the ccd failure was due to user repair work performed when attaching a non-olympus cable. The likely cause of the failure of the coupler to properly rotate is attributed to user handling. A DHR review revealed no abnormalities or variations in the manufacturing the device.

Manufacturer narrative:
The device was returned for evaluation. During the evaluation, the reported product problem of no image was confirmed. The device had a faulty ccd unit and the coupler on the lens did not rotate. The device also had a non-olympus cable. The most likely cause of the reported issue was due to faulty components.

Event description:
Olympus received a complaint from the user facility stating that during preparation for a procedure, the image did not appear. The device was swapped out for a different one and the procedure was completed without any issues. There was no patient involvement.